Event description:
The manufacturer received information from mhra that they had received a product complaint from the mother of a patient regarding a trilogy evo ventilator whose screen went blank. There was no allegation of injury or harm. Mhra received a phone call from the mother of the patient to advise the trilogy evo ventilator had failed. The reporter noted that the device was being powered by the external (detachable) battery at the time the alleged failure occurred. It was reported the battery should have provided at least six hours of battery life. The reporter noted that the screen "just went blank". Action taken by the reporter with the assistance of the care staff was to transfer the patient to a second ventilator housed in the home for continued ventilation support. The reporter stated they then plugged the subject ventilator into the main power supply. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. Good faith efforts are underway to obtain additional information. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation on 25 apr 2025, 05 may 2025, and 12 may 2025 were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.